Event description:
Customer reported that her son had a pod which made a "cracking noise" when he filled it with insulin. After 1.5 days of wear on his leg, his bgs began to rise. His bg reached 380. On 5/15 at 12: 05am the pod delivered an empty reservoir alarm and deactivated. When he removed the pod, he said there was nothing unusual about the site, and she did not know if the cannula was bent or kinked. No further problems reported.

Manufacturer narrative:
The product has not been returned so no eval was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.